Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the xen glaucoma treatment system unit box was returned with the labeling. The xen injector and gel stent were not present in the packaging. The complaint could not be confirmed as no injector and no gel stent was returned for further analysis. The reported complaint of the xen glaucoma treatment system was not confirmed. The xen injector and gel stent was not returned for further analysis. The manufactured xen systems are 100% tested and inspected in-process at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported they failed to get the xen®45 gts implanted properly in the unknown eye. Surgery was completed with a trabeculectomy. There was no other eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62874. The event of unsuccessful placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they failed to get the xen®45 gts implanted properly in the unknown eye. Surgery was completed with a trabeculectomy. There was no other eye injury reported.